Event description:
The patient reported to the doctor about having bluish urine color, the doctor advice the patient to come to the clinic. The doctor performed an endoscopy procedure and saw that the balloon deflated.

Manufacturer narrative:
The device was returned to spatz fgia inc. For analysis on 06/19/2022 and an evaluation was completed. The testing revealed a hole in the balloon's body which caused the deflation. A review of the device labeling notes the following: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed to report to physicians immediately regarding any and all change of symptoms. Symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur should be reviewed with patient, and patients should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients reporting loss of satiety, increased hunger and/or weight gain should be examined radiographically and/or endoscopically, as this is indicative of a balloon deflation. It is necessary to replace a balloon which has spontaneously deflated. Complications- possible complications of the use of the spatz3 adustable balloon system include: balloon deflation and subsequent replacement.